Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was notable to pick up water, they checked the logs and saw alert 01 (patient line open),02 (low flow),14 (patient temperature 1 probe out of range), 47 (control panel communication) and a port one damaged. After speaking to biomed the alarm 47 (control panel communication) was resolved after cycling power, the alarm 14 was from the user not having the cable connected to patient temperature (pt) 1 because the port was pushed in and the cable was connected to patient temperature (pt) 2 instead, provided biomed with part numbers and pricing for a new circulation pump and isolation board ring kit.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was notable to pick up water, they checked the logs and saw alert 01 (patient line open), 02 (low flow),14 (patient temperature 1 probe out of range), 47 (control panel communication) and a port one damaged. After speaking to biomed the alarm 47 (control panel communication) was resolved after cycling power, the alarm 14 was from the user not having the cable connected to patient temperature (pt) 1 because the port was pushed in and the cable was connected to patient temperature (pt) 2 instead, provided biomed with part numbers and pricing for a new circulation pump and isolation board ring kit. It was reported that the circulation pump was arrived broken, and it was a shipping damage. Per follow up via mail on 05jan2024, the device that they repaired was for 5705. They did encounter an issue back in last october with device not picking up water and have successfully replaced circulation pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was notable to pick up water, they checked the logs and saw alert 01 (patient line open),02 (low flow),14 (patient temperature 1 probe out of range), 47 (control panel communication) and a port one damaged. After speaking to biomed the alarm 47 (control panel communication) was resolved after cycling power, the alarm 14 was from the user not having the cable connected to patient temperature (pt) 1 because the port was pushed in and the cable was connected to patient temperature (pt) 2 instead, provided biomed with part numbers and pricing for a new circulation pump and isolation board ring kit. It was reported that the circulation pump was arrived broken, and it was a shipping damage. Per follow up via mail on 05jan2024, the device that they repaired was for 5705. They did encounter an issue back in last october with device not picking up water and have successfully replaced circulation pump.